Event description:
Blood got on phlebotomist's glove during a phlebot procedure, and she noticed there was a 1/4 tear in the glove. She followed their internal policy and called one of the staff physicians for consultation and guidance. She is currently going through blood exposure follow up testing as required by their blood exposure policy.

Manufacturer narrative:
Although the customer discarded the sample, they did provide the lot#. Therefore the device history record was reviewed, and no abnormalities were noted. Historical trending was done. The probable cause of the complaint could be due to bubbles in the coagulant or nitrile tank. The bubbles may have generated from the wave which occurs during former dipping into the coagulant or the nitrile tank. When the former was lifting from the tank the bubbles on the former burst and may have caused a pinhole/tear. The supplier was appraised of the complaint. The production team is to monitor the bubble level hourly. If there is excessive bubble formation , trouble shooting will be done to identify and correct the cause. On july 1, 2011, cardinal health and carefusion separated officially as two medical device companies. Prior to this date, cardinal health oversaw medwatch reportability for carefusion as part of a transition agreement between the two companies. Both companies utilized the same computer system database for complaint and MDR management. The registration number for cardinal health is 14235237. When carefusion separated from cardinal health and took on the responsibility of filing their own emdr's. They were not aware that the cardinal health registration number was inappropriately assigned to their MDR reports by their computer supplier. Cardinal health attempted to submit our MDR's failed due to duplication of reports. Cardinal health worked with the FDA to determine a root cause for this failure and identified that the files had been received, however, they were the carefusion reports using cardinal health's numbering system. Cardinal health is resubmitting these reports per direction of the FDA, understanding that the date appears to be late, however due to the situation which has occurred and for which the FDA is aware of we are resubmitting the report today. Because of the multiple reports filed by carefusion using the cardinal health number, there will be a gap between the last number appropriately filed by cardinal health and any future reports. Cardinal health has worked with the supplier to rectify this situation.